Event description:
It was reported that in a conversation that a dental colleague had, reportedly the ankylos system repeatedly resulted in unsuccessful osseointegration. After switching to surface cleaning of the implants with plasma immediately before insertion, the failure rate decreased or the clinical outcome improved." Customer reported dissatisfaction without further details. The case will be followed up by clinical at cco and updated if needed. It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.